Manufacturer narrative:
Preliminary analysis of the returned device confirmed the failure (blocked telemetry).

Event description:
Reportedly, on (B)(6) 2016, the patient was admitted at the private clinic in order to explant all the system (ICD + lead) because of an endocarditis. The explantation was performed by the cardiac surgeon in this center not equipped with programmer and not requested, so it is supposed that a magnet was used to inhibit the therapies. No physician from the arrhythmia department of the hospital has attended this explantation. The surgeons cut the right ventricular (rv) lead for its extraction and the ICD was given to the arrhythmia department of the hospital. On (B)(6) 2016, the physician of the arrhythmia department of the hospital received the ICD and tried to interrogate but without success even with three other programmers. The subject device will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2016, the patient was admitted at the private clinic in order to explant all the system (ICD + lead) because of an endocarditis. The explantation was performed by the cardiac surgeon in this center not equipped with programmer and not requested, so it is supposed that a magnet was used to inhibit the therapies. No physician from the arrhythmia department of the hospital has attended this explantation. The surgeons cut the right ventricular (rv) lead for its extraction and the ICD was given to the arrhythmia department of the hospital. On (B)(6) 2016, the physician of the arrhythmia department of the hospital received the ICD and tried to interrogate but without success even with three other programmers. The subject device will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2016, the patient was admitted at the private clinic in order to explant all the system (ICD + lead) because of an endocarditis. The explantation was performed by the cardiac surgeon in this center not equipped with programmer and not requested, so it is supposed that a magnet was used to inhibit the therapies. No physician from the arrhythmia department of the hospital has attended this explantation. The surgeons cut the right ventricular (rv) lead for its extraction and the ICD was given to the arrhythmia department of the hospital. On (B)(6) 2016, the physician of the arrhythmia department of the hospital received the ICD and tried to interrogate but without success even with three other programmers. The subject device will be returned for analysis.